Event description:
Info rec'd indicates the brake will not hold.

Manufacturer narrative:
The tech found the brake would back off after it was engaged. The tech replaced the brake detent mechanism and adjusted the casters to repair the bed.